Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was visited to emergency room then hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 3.2 mmol/l. Customer's other blood glucose was 3.1 mmol/l. Customer was in coma. Customer was not with her insulin pump. The device will not be returned for analysis.